Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the knife blade did not retract during a meso-rectal excision. There was no patient injury. The device was returned to covidien and visual inspection found the webbing was protruding from the hinge.